Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician pushed the broken part of catheter into the patient's larger vessel but did not work. A part of the catheter was left on the patient. Additional information received indicated that the event occurred a few months ago. Additional information was requested surrounding whether there were plans to schedule a surgery to remove the portions of the catheter. The catheter was used as is. No additional adverse patient effects were reported.